Manufacturer narrative:
Preliminary testing determined that the device was received in backup hwvvi reset mode. The reset was due to a por (power on reset). The device's battery voltage was found to be unexpecteduly low. Analysis found the root cause to be latch-up of the static random access memory chip (sram) caused by exposure to background levels of ionizing radiation. Exposure to ionizing radiant triggered a high current drain state which depleted the battery voltage rapidly, and thus the device entered its hardware reset mode. The hardware reset mode is a safety mode designed to preserve the device's ability to provide vvi pacing support. After clearing the reset and replacing the battery, the device was comperehensively tested and found to function within product specifications.

Event description:
It was reported to st. Jude med that the device could not be interrogated. An alert message of hardware reset was observed. The ICD was explanted.